Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, (B)(4). Showed no significant anomalies and passed final functional testing. Good, stable output was seen on all the electrode pairs as received. Telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v513024, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient was not getting good therapy benefit from the interstim system since the implantable neurostimulator (ins) was changed out last year. The ins was only changed out and put back in the same pocket. The rep had tried reporgramming the patient since then. It was noted that per the clinic records the last reprogram was (B)(6) 2016. The patient was seen at the clinic on (B)(6) at the clinic as the patient stated their ins pocket was vibrating intermittently. The managing healthcare professional (hcp) saw movement at the pocket site during the clinic visit on (B)(6). There was no reprogramming done. It was not known if the patient still had the vibrating with stimulation off. Per the clinic records, the patient was last programmed to c + 2 -, the rep was not totally sure of the cathode, but thought it was #2. It was noted the patient had a history of falls, but the patient was a poor historian and the rep didn¿t know when the patient had fallen in the past. The rep noted the caller was going to be seen the week of may 29th and the rep would try to be present. There were no impedances taken. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported the battery was vibrating in the pocket and it was compared to a cell phone on silent. It was intermittent and the patient claimed they could hear the battery vibrating and other people could hear the vibration. The physician also confirmed that they could hear the vibration. At the case they opened the pocket and tested the lead and got response on all four electrodes. Left lead in place and replaced battery reportedly on (B)(6) 2017. Checked impedances and all values were normal.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# v513024 serial# implanted: (B)(6) 2010 explanted: product type lead analysis results were not available at the time of this report. An additional report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the lack of therapy and vibrating at the device site was not determined. It was reported that the issue was resolved maybe (B)(4) 2017.